Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive harmonic ace insert accessory to perform failure analysis. The accessory was analyzed and was found to have a broken blade. The blade broke at roughly 0.0930¿ from the base. Broken piece was not returned. Size of missing piece was approximately 0.3680¿ x 0.0840¿.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument was fractured. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported consequence was reported.